Event description:
Philips received a complaint on the xl+ device indicating that the operation test does not work. The rse evaluated the device's log file. It was determined that this was defective (low) high voltage capacitor, however the model has reached end of life/support, therefore the parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time.